Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device was full of blood and debris and it was worn out. It was further observed that the mechanics were clogged up with debris due to bad maintenance. It was determined that the device was frozen/would not move, had corrosion/rusting/pitting, damaged mechanics, seized bearing, and a damaged component. It was further observed that the k-wire settings could not be changed, and the device had foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for general condition, check the tool coupling, check the cannulation and check the free movement. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.